Event description:
In co's original report co stated that after the surgeon used the instrument set in surgery the pt developed a severe infection of the wound. Co now understands that the hosp believes that the staphylococcus infection was not a direct result of the use of this instrument set.